Event description:
During a prodisc-c surgery at c5-6, the tip of the inserter broke as the surgeon was using the device. The surgeon needed to drill a small portion of the bone to retrieve the piece. Approximately 5 minutes were added to the case. No adverse effect to the patient was noted by surgeon. He was able to complete the surgery with another inserter without further incident.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn as the product is entering the complaint system. A review of the device history records have been requested.